Event description:
Customer reported the sys will not display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded configuration files. Sys operates as intended.